Manufacturer narrative:
Continuation of d10: product ID: react-71 (b609931). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that issues occurred when using a react-71 aspiration catheter during a thrombectomy procedure. It was reported that the react-71 and all accessory devices were prepared as indicated in the instructions for use (IFU). Catheter f flushed was administered as indicated in the IFU. The react-71 could not push up when turning and then also could not be pulled out. The surgeon pushed the gamx to go upper and was able to pull out the react-71. When removed, it was found that the distal end of the react-71 was kinked so it was replaced with a firmer catheter to continue the procedure. It was noted that a rebar microcatheter was also used int he procedure though not device issue was reported regarding the report. It was noted that there was no patient harm or injury associated with the device issues. However, the patient died the same day, (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported condition being treated was acute intracranial large artery occlusion. Autopsy not available. Cause of death was not determined. Death not thought to be related to react-71 catheter. Unknown if death is related to procedure or patient baseline condition.